Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock for what appeared to be oversensed noise. It was also noted that the waves had an abnormal morphology. Technical services (ts) was contacted and recommended possible reprogramming options and x ray imaging. This electrode remains in service. No additional adverse patient effects were reported.